Manufacturer narrative:
Age of time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. Vascular access was obtained via right femoral artery with a non-bsc sheath. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery(sfa). The physician used a 0.35 unspecified guide wire to cross the lesion. After performing intravascular ultrasound, a 4.0mm x 20mm, 75cm mustang balloon catheter was advanced to the target lesion for dilation and on the first inflation the balloon ruptured at 10 atmospheres. The procedure was continued using another of the same device. The procedure was completed with the implant of a non-bsc stent and postdilation with a non-bsc balloon catheter. No patient complications were reported and patient's status is good.